Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with nineteen (19) representative units. Applied medical has issued a voluntary recall for a specific lot, #1546141, of the ctb23, kii low profile bladed trocars and this event is within the scope of the recall. These ctb23 units are being recalled due to the extended length of the obturator after assembly into the cannula and seal housing. Applied medical has implemented immediate corrections and initiated a corrective and preventative action (CAPA).

Event description:
Procedure performed: ni. Event description: a problem has been reported concerning a 5 mm laparoscopy trocar composed of two parts: the sharp metal mandrel was too long in relation to the outlet port of the plastic cannula, thus making the batch dangerous. Additional information received by an applied medical representative via email on 10dec25: the product has not been used on the patient. No patient injury occured as a result of this event. How did the user resolve the situation? Take a new product. Timing of the event: before the begining. Questions about blade exposed not applicable for this reference. Did anyone (patient or staff) got injured? No. Patient status: no patient injury or illness was reported.

Event description:
Procedure performed: ni. Event description: a problem has been reported concerning a 5 mm laparoscopy trocar composed of two parts: the sharp metal mandrel was too long in relation to the outlet port of the plastic cannula, thus making the batch dangerous. Additional information received by an applied medical representative via email on 10dec25: the product has not been used on the patient. No patient injury occured as a result of this event. How did the user resolve the situation? Take a new product. Timing of the event: before the beginning. Questions about blade exposed not applicable for this reference. Did anyone (patient or staff) got injured? No. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.